Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 300 mg/dl. The customer complained of sickness and dehydration leading up to the hospitalization. He reported presence of ketones. He stated that he was wearing the insulin pump at the time of the event. He advised that he had follow up and blood work done, noting that his test readings were normal on (B)(6) 2014. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.